Event description:
A user facility submitted a repair request to the olympus service center; indicating the power of the visera elite video system center went off in the middle. There was no harm or user injury reported due to the event.

Manufacturer narrative:
The subject device has been returned to olympus for evaluation and the reported issue was not confirmed. During evaluation, it was observed, the lock of the device did not work due to the failure of the lock part of the video connector, battery consumption issue was noted, and defective image due to poor contact of the receiving contact part of the video connector was noted. The investigation is ongoing, and a definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Manufacturer narrative:
This report is being supplemented to provide additional information received from the reporter, additional information based on the legal manufacturer's final investigation, and a device history record (DHR) review. Additional information was received, indicating that the reported issue occurred on aug 23, 2022, during inspection for use. A review of the DHR found no deviations that could have caused or contributed to the reported issue. During investigation, the reported issue was not duplicated, and the root cause of the reported issue could not be identified. Olympus will continue to monitor the field performance of this device.